Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and capsular contracture baker grade IV.

Event description:
Patient reported left side "nodule discovered in the clinical examination" not related to device, "pain, insecurity to continue with the implants due to the recall". Patient later reported "lower rotation of the prostheses", "macrolobulated contours to some folds of the envelopes" and "small accumulations of fluid around the implant" via MRI and baker "grade IV capsular contracture." Device remains implanted.

Event description:
Patient later reported "having problems with insomnia" which is not device related.